Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) electrical code 50.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched the evaluate the unit. Unit had been worked on by the customer's biomed. Biomed changed the compressor but this did not resolve problem. Upon initial inspection, the fse discovered electrical test fails codes 50 and 51. The suggested solution in the service manual is to replace the motor control pcb which the fse did. This resolved all issues. The fse then performed a complete system checkout and ran the unit on an iabp trainer for 30 minutes without issue. Unit passed all testing and was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) electrical code 50. There was no patient involvement.